Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.

Event description:
Initial reporter indicated the pt was having an increase in seizures. It is not known if the seizure rate is above the pt's pre vns seizure rate. The pt's vns was interrogated and a system test performed that resulted in high lead impedance. The pt had their vns programmed to zero output current and surgery is scheduled.